Event description:
It has been reported that the provisional fractured during the trialing process of a knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has fractured medial side. All parts returned. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends